Event description:
On (B)(6) 2024, dt medtech was made aware that a patient underwent emergency surgery due to the effects of infection and the explant of the h3 device was scheduled immediately the next day. The device was explanted and followed the approved retrieval protocol. Revision treatment of cement spacer was used until infection resolves.